Event description:
The customer initially reported that their device was giving an abnormal energy message when delivering defibrillation energy into an analyzer and the energy levels were not accurate. After further evaluation of the device, it was observed that the device could not deliver any defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control replaced the isolation relay assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the internal wire harness which connects the therapy pcb assembly to the therapy connector assembly and proper device operation was then observed through functional and performance testing. The device was returned to the customer for use.physio-control evaluated the device and verified the reported failure. Through troubleshooting, physio replaced the internal wire harness which connects the therapy pcb assembly to the therapy connector assembly; however the failure was still occurring. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the internal wire harness which connects the therapy pcb assembly to the therapy connector assembly and proper device operation was then observed through functional and performance testing. The device was returned to the customer for use.